Event description:
Puritan bennett received information stating that unit smoked causing the patient difficulty breathing.

Manufacturer narrative:
Contacted customer and as per customer, he did not observe fire and or flames. There was a burning plastic smell causing him to panic and triggered him to have an asthma attack. Patient stated he took his inhaler which controlled the event back to baseline. Patient visited his doctor, an md did not prescribe any additional treatment. He re-stated that his condition is fine and he suffered no adverse affects. At this time, customer will not be returning his device.